Event description:
It was reported that a spectrum iq infusion pump displayed a black screen after coming back from repair. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'black screen after coming back from repair the screen has light coming through but it's black' was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.